Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 22:22:23. During night drain cycle six, the patient's ultrafiltration reading was 2032ml, indicating the home patient (hp) drained 2032ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause of the reported issue could not be determined. Should relevant additional information become available, a follow-up report will be submitted.